Event description:
Alarm 45 red cell pump alarm at 399 whole blood. Several more pump alarms. Treated 886 ml whole blood. Patient tolerated treatment without any difficulty. Patient stated he did not have time to stay for another kit prime.